Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported during a site visit that a clinician experienced a tubing separation on an agitated patient. No patient harm occurred, the clinician could not recall the event date and no further information was available.